Event description:
Information received indicates during a preventive maintenance check, the technician found the bed had a high ground resistance reading.

Manufacturer narrative:
The technician isolated the issue to a loose ground wire on the power cord plug. He tightened the ground wire connection on the plug to repair the bed.